Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing. The physician attempted to extract the lead but would not dislodge with normal pressure. Furthermore, the patient was rescheduled for lead extraction. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing. The physician attempted to extract the lead but would not dislodge with normal pressure. Furthermore, the patient was rescheduled for lead extraction. The lead was surgically abandoned. No additional adverse patient effects were reported. Additional information was obtained which indicated that this lead was surgically explanted, and a new lead was placed. No additional adverse patient effects were reported.